Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 20jun2013 to the present date 11nov2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed the pressure disc accuracy test. No additional information was provided. No patient involvement was noted.

Event description:
It was reported that the device failed the pressure disc accuracy test. No additional information was provided. No patient involvement was noted.